Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring button error alarm. The customer¿s blood glucose was unknown at the time of incident. No button error troubleshooting was performed. The insulin pump is not expected to return for analysis.